Manufacturer narrative:
The device performance was verified through a product acceptance fault record , the device performed within specifications , the oculars were dirty , however was not the cause of the event. The probable cause of the incident was user error.

Event description:
There was an incident using tango reflex on one of the patients for elective laser treatment of vitreous opacities where in, there was an impact to the patient retina (macular scar) during the third lasering session, the 1st two being uneventful. There was no device fault except the oculars were dirty. Patient visual acuity dropped from 1.0 to 0.4 , and there was macular photoreceptor damage.